Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided states that the lens haptic tore during implantation. For further info please refer to rayner intraocular lenses limted's MDR 9611165-2014-00006.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following findings: our review of production records for the c-flex 570c iol batch 031e20708 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (march 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c batch 031e20708.